Event description:
Device malfunction: suture broke. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an abdominal aortic aneurysm repair procedure. Reportedly, the suture broke while the knot was advanced to the arterial surface. A second perclose proglide device was used and manual compression was applied for five mins to achieve hemostasis. There were no reported adverse physician sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
Eval of the returned device found no malfunction that could have contributed to the reported complaint. Based on the investigation findings, the suture was pulled out from the artery. The root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.